Event description:
Customer reported not able to test blood glucose due to errc 4 message and battery icon and booklet icon appeared on their freestyle flash meter. Customer reported experiencing symptoms of tiredness. Customer stated she was diagnosed with diabetic ketoacidosis and treated with insulin shot to counteract her medical event.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.